Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported log file showed hi rate, circuit disconnect, shut down, and power up, then the motor fault error appeared. The customer suggested that the turbine could be the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault alarm on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.